Manufacturer narrative:
(B)(4). Additional information: device available for evaluation? The recipient has reportedly recovered. The external visual inspection revealed the electrode was severed along the lead prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced recurrent crustation and skin flap breakdown at the implant site. Regular care and dressing protocol were done, however, the issue was not resolved. The recipient's device was explanted.